Event description:
Pt underwent blepharoplasty procedure with oxygen. Physician went on to next procedure, neck and lips. When the physician went to cauterize lip a fire broke out. Pt's face and neck were burned.